Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient lost weight since getting the device implanted and that may be a reason the device has slipped. The patient also stated they still just seems to be peeing all the time and is going to follow up with their healthcare professional next week. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that within the last week, patient wasn't having as great of therapy results as she has been. She thought it was something that she was eating but then decided to attempt increasing stimulation a couple of days ago to see if that would help. Caller stated that she increases stimulation occasionally but confirmed her symptom issues started last week. Caller mentioned on the call, that the ins didn't feel as noticeable as it usually is and isn't sure if it slipped. There were no further patient complications are anticipated or expected as a result of this event.